Event description:
It was reported that during a procedure using the dyonics rf-s whirlwind 90 degree probe, when the probe was retracted from the cannula, there was a piece of insulation missing from the shaft of the probe. The surgeon was able to retrieve the piece of insulation using graspers, and the procedure was completed without delay. There was no further patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the united states. As a result of foreign confidentiality requirements and international privacy laws, no patient information was available.